Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02633 pertains to the other device. It was reported to boston scientific corporation that following implantation of a pinnacle pelvic floor repair kit during a procedure, the patient experienced complications (date/s of onset and specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.